Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted on alarm history screen. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated he received an error alarm prior to the motor error but did not recall if he received a motor position encoder error. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence but he could not retrieve the setting to return the device due to it being stuck in rewind. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.